Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited atrial intrinsic amplitude out of range. Technical services (ts) was consulted and upon data review discussed there was noise oversensing on the right atrial (ra) channel that resulted on pacing inhibition. It was noted that the lead had been implanted for over 22 years; therefore, a revision was recommended. Additionally, programming enhancements were recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.